Event description:
This spontaneous case was reported by a physician and describes the occurrence of device allergy ("she had an allergic reaction to the essure") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with pruritus, abdominal distension ("abdominal bloating") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device allergy, abdominal distension and arthralgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia and device allergy with essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.